Manufacturer narrative:
Vyaire complaint number: (B)(4) . Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that there was a sudden rapid increase in smoke while transporting a patient connected to a lap top ventilator 1200. The customer stated that the flight crew immediately disconnected all equipment and quickly detected that a sweltered charger of the lap top ventilator was the cause of the rapid increase in smoke. The charger was immediately disconnected from the ventilator and placed on the cool floor panel of the aircraft directly opposite the entrance. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.